Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the central control monitor (ccm) went black. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The field service representative (fsr) was unable to verify the reported issue after cycling power a few times. The fsr removed the suspect ccm and installed a loaner ccm and performed a release test. The fsr downloaded the data logs for further eval. The unit operated to MFR specs and was returned to clinical use. The suspect device was returned to the manufacturer for further eval. During the laboratory eval, the reported issue could not be duplicated. The product surveillance technician (pst) observed no blanking out of screen. The ccm eval revealed no signs of internal/external damage, ingress, or tampering and functioned properly throughout the entire environmental, cable agitation, touch screen functionality and power cycling testing. As a precautionary measure, a thorough cleaning of the peripheral component interconnect (pci) flex cable connectors, local area network/interface board (lan/if) pci edge connector and dual in-line memory module (dimm) stick edge connector was performed utilizing alcohol and ionized air. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The reported complaint was confirmed. Data log analysis showed that the central control monitor (ccm) was powered up on (B)(6) 2015 at 6:24:45 am. At 8:47:33 am, logging stops on the ccm. It is powered on again a half hour later. The sudden stop in logging demonstrates the ccm unexpectedly shut down at this time. There were no entries that indicated a problem with one of the ccm¿s subsystems. No additional action will be taken at this time.